Event description:
The defect was sized using the stop flow technique and device size was chosen based on three different echo/fluoro measurements (18,19 and 20mm respectively). The aortic rim was deficient, but an attempt was made nonetheless. Once the device was placed, the push-pull maneuver was performed and the device appeared to be in a good secure position. Once the device was released, it immediately embolized to the left atrium, across the mitral valve and positioned itself in the left ventricle outflow tract. Attempts were made to snare the device with multiple size snares (7, 25, 35mm gooseneck snares) and a 104 cm biopsy forceps was also used. However, the device could not be retrieved and the patient required surgery to remove the device and repair the asd. Echocardiograms of the procedure have been requested.